Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced "electrical fault" and "high watt" alarms. A heartware field engineer attended the site the following day for further evaluation. Visual inspection of the driveline cable connector confirmed debris around the female connector pins. A cleaning procedure was performed to remove contaminants. The patient outcome from this procedure is unknown. Log file analysis confirmed the electrical faults and high watt alarms. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02634 and 3007042319-2015-02635) submitted for devices related to the same event.

Event description:
It was reported from the united states that the ventricular assist device (vad) controller had electrical fault and high watt alarms. Preliminary analysis of controller log files confirmed five (5) electrical fault alarms were logged on (B)(6) 2014. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting approximately 45 seconds. Contamination was visible within the driveline connector. The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There were no known consequences to the patient as a result of this event.